Event description:
It was reported a young pt was implanted in the ventral intermediate nucleus (vim) some years ago. The pt received good tremor suppression. The pt had replacement surgery due to battery depletion. After replacement surgery, the pt suffered from intermediate muscle contractions directly under the neurostimulator and near the surrounding breast muscles. The contractions were video-documented. The stimulation parameters were changed. The parameter settings were amplitude 4.7 volts, pulse width 120 usec, frequency 140 hertz, bipolar, electrodes 1-2 positive, 5-6 positive. The implanted system was checked. Impedance measurements, both unipolar and bipolar settings were in the normal range. X-ray revealed the neurostimulator was implanted correctly. The muscle contractions would not stop except when the neurostimulator was switched off. An invasive troubleshooting was scheduled to look for damaged extensions. The pt received general anesthesia during intra-operative troubleshooting. The neurostimulator incision was opened. A visual inspection revealed the connector was acceptable. The extensions were disconnected. Impedance measurements at the connector using the n'sure programmer were 760 ohms (unipolar) and 1080 ohms (bipolar). The physician noticed damage at the extension. The wire winding was stretched and came out of the insulation. This part of the extension was covered by silicone glue and a connector boot of the revision kit. The neurostimulator was not replaced. The incision was closed. The neurostimulator was reprogrammed. The stimulation was started. No further muscle contractions were seen. The device will not be returned. The problem was solved in vivo.